Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.5/2.0/102 implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Excessive vault and elevated iop was observed. It was reporter that the problem resolved, reporter stated " iop went down. Lens remains in the eye. Patient is happy."